Manufacturer narrative:
Results of investigation: vyaire medical field service technician went onsite to evaluate the device. Technician performed circuit calibration and pt calibration to ensure unit was working correctly. After completion, checked the power module for correct power output. Realigned the driver and ensured graphic output was corrected to the driver output. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). Device evaluated by MFR - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Device not returned yet.

Event description:
It was reported to vyaire medical that device will not pressurize at all below 15cmh2o on the 3100 a device. The customer reported there was no patient involvement associated with the reported event.